Event description:
It was reported that the sheath kinked when placing over packaged guidewire. The wire was removed, leaving the sheath in place, & replaced with a longer wire. The wire was advanced to the target location & then sheath was removed. The catheter was placed over the wire to perform the femoral arteriogram. No pt injury or further complications were reported.